Manufacturer narrative:
The reported event is unconfirmed. Visual: received one 1 used all silicone foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution 3 drops 1 percentage aq methylene blue per 100ml distilled water and the catheter rested with no leaks noted. The balloon was asymmetrical. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review and labeling review are not required. Correction: b, d, e, g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when they injected water during the balloon expansion test, the balloon only inflated to about half its original size. Per additional information via email from ibc on 15apr2024, there were no reports of damage. It was thought that perhaps there was a blockage in the lumen or something that made it difficult to pour water and no patient involvement. Per sample evaluation received on 10may2024, it was found that the sample cuff was asymmetrically inflated during evaluation.

Event description:
It was reported that when they injected water during the balloon expansion test, the balloon only inflated to about half its original size. Per additional information via email from ibc on 14apr2024, there were no reports of damage. It was thought that perhaps there was a blockage in the lumen or something that made it difficult to pour water and no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.